Manufacturer narrative:
Batch review performed on 24-may-2022. Lot 2009500: 33 items manufactured and released on 20-jan-2021. Expiration date: 2026-jan-10. No anomalies found related to the problem. To date, 19 items of the same lot have been sold with no similar reported event.

Event description:
At about 9 months after the primary surgery, the patient came in reporting pain due to a loose tibial tray and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.